Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Log review shows the device was powered on with a low, uncalibrated battery and immediately displayed calibration and low-battery warnings before shutting down. Battery data confirmed a critically low state of charge (~10.1v/4%), and the battery was removed after the event. A non-calibrated battery can prevent accurate low-battery detection. Per the x series operator's guide, batteries should be calibrated when prompted and a fully charged spare should be available. Testing of the device and battery could not duplicate an issue. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.